Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough anteversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Lot, manufacturing date, and expiration date updated. An event regarding thread fracture of the chuck adaptor subcomponent of the restoration modular stem body separator was reported. The event was confirmed. Material analysis found no evidence of material or manufacturing defects. No further information was requested as there is no indication the failure was related to patient factors. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. A complaint history review found there have been no other events for the manufacturing lot. The fractures of the threaded section of the chuck adaptor likely occurred as two separate events. Both can be attributed to failure of the user to fully thread the chuck adaptor into the puller body before use. Material analysis found no evidence of material or manufacturing defects.

Event description:
It was reported that the patients right hip was being revised due to instability. The surgeon commented that there was not enough offset and there was not enough anteversion in the cup. The original plan was to remove the proximal cone body to add more offset. The locking bolt had to be removed prior to attempting to explant the proximal body. The body stem separator broke while trying to explant the proximal cone body so the restoration modular stem remained implanted. During the attempt to reimplant the locking bolt, the locking bolt broke so the femoral stem construct remained implanted with part of the broken locking bolt. The detached piece of the locking bolt was removed.